Manufacturer narrative:
H10: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device was not measuring the tidal volume. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) provided the biomedical (biomed) technician (tech) and customer with the latest service manual revision r. After troubleshooting and testing the device, the biomed tech found that the device operated normally during inspection, and the reported "not measuring the tidal volume" issue could not be replicated. The biomed tech then communicated with the customer, and the customer planned to have the device running for a while once performance verification tests (pvt) were performed. The rse later followed up with the customer, and the customer verified that the device successfully passed the required pvt per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Not measuring tidal volume. Investigation is ongoing.